Event description:
It was reported that merlin.net transmission showed non-sustained lead noise due to post-paced t- wave oversensing, and was noted on the stored egm. Patient was asymptomatic. Device was reprogrammed successfully. Patient was doing well.